Manufacturer narrative:
(B)(4). Evaluation: baxter received one used set without a cap on the uv spike connector. Visual inspection did not reveal any issues with the product. Leak test, clear passage test and clamp function test were performed with no issues noted. The uv spike outside diameter measurement was within specification. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set had a connection issue. The reporter stated that a mis-spike occurred when the customer tried to connect the transfer set to the y-set. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.